Manufacturer narrative:
A quotation was issued to the customer for further service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a booting issue during setup; activation problem identified on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.